Manufacturer narrative:
Additional information reported that the patient was on dialysis. The patient was going to be if physician did not try to stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the visipro stent, the stent dislodged and was deployed distal to the lesion in the proximal region of the right renal artery, which was described as having moderate calcification and tortuosity. The artery diameter was 5 mm. A 6fr non-medtronic sheath and 035 guidewire was used. There was no resistance when advancing the device. The vessel was not the issue led to the patient's creatinine levels and blood pressure rising, and kidney function/urine output is decreasing. Attempts to snare the dislodged stent were unsuccessful. The patient was subsequently transferred for evaluation by a transplant team. No deformation noted to the deployed stent. The procedure was completed using a new visipro. The stent remained in the patient, and the balloon catheter was removed. The vessel was post dilated with a 6 x 40 mm non-medtronic device. The issue is still present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.